Manufacturer narrative:
The suspect product was not available for evaluation. During conversations with the complainant, the following was noted: because of his unique physiology, the complainant can't use a slide board to get in his wheelchair without tearing his skin. In order to get into his wheelchair, he gets on his right side and is completely sideways. He then pulls himself over the wheel and brake and into the seat. Since he is still sideways, he then has to hold onto the armrest and pull his body upright. The complainant stated he has used a seatbelt in the past to help prevent him from falling out of his wheelchair, but that it slides up to his stomach and pins him in place so he is stuck. He stated he does not use a chest strap. At the time of the event, the patient was using a basic dme wheelchair while waiting to be evaluated for a wheelchair that would be appropriate for his unique needs. The patient also stated he over-inflates his cushion as opposed to following roho's recommended inflation level because that is more comfortable for him. He stated that the break coming loose on the wheelchair and the wheelchair moving caused him to fall out of the wheelchair. The complainant stated that the roho cushion was not the contributing factor to this event. Based on communications with the complainant, roho has determined that the cushion did not malfunction in any way. Review of the DHR for the suspect product was conducted, and the cushion was found to be manufactured according the company specifications. During conversations with the complainant, roho representatives attempted to obtain the manufacturer's information associated with the manual wheelchair in question. The complainant was unable to provide this information.

Event description:
Complainant stated that on (B)(6) 2015, he was pulling himself into a dme, sling seat manual wheelchair. The complainant stated that he was using a roho quadtro select high profile cushion at this time. When the complainant maneuvered into the chair, his body slid off of the cushion. As a result, the complainant's hip hit the brake on the wheelchair which caused the wheelchair to unlock and the complainant fell from the chair. The complainant sustained an unknown injury and was taken to the hospital.